Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4)

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds, low pacing impedance and intermittent sensing. It was also reported that the right atrial (ra) lead had inadequate tension. The rv and ra leads were explanted and replaced. No patient complications have been reported as a result of this event.